Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure after being diagnosed with deep vein thrombosis/pulmonary embolism and after knee surgery. At some time post filter deployment, it was alleged that the filter tilted and perforated the vena cava wall. The device was removed percutaneously. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and two months later, computed tomography angiography of chest revealed there was a small filling defect in the very distal aspect of a right lower lobe pulmonary artery consistent with a distal segmental or subsegmental pulmonary embolism. No other pulmonary arterial filling defects identified. After two days, computed tomography of the abdomen and pelvis with contrast revealed there was a hypodense filling defect within the inferior vena cava at above and below the level of the filter. It was uncertain if this represents admixture or true thrombus. On the same day, magnetic resonance angiogram of abdomen with and without contrast revealed no filling defect identified within the inferior vena cava above or below the filter. After two months, the patient presented for filter removal, the right internal jugular vein was accessed with a micro-puncture needle using ultrasound guidance. A catheter and wire were advanced into the right and left common iliac veins. The filter was noted to be tilted anteriorly with the apex contacting the wall and covered by a layer of neointima. Using standard exchange technique, a 16 french sheath was placed over a wire and advanced into the inferior vena cava just above the filter. Forceps were then used to gently free the filter apex from the caval wall. The filter apex was then captured with the forceps and the sheath advanced over the filter. The filter was then successfully retrieved. Examination of the filter on the table demonstrated the filter to be intact. Gross description revealed, the filter measuring 4.5 x 0.7 x 0.4 cm. Therefore, the investigation is confirmed for alleged filter tilt. However, the investigation is inconclusive for alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure after being diagnosed with deep vein thrombosis/pulmonary embolism and after knee surgery. At some time post filter deployment, it was alleged that the filter tilted and perforated the vena cava wall. The device was removed percutaneously. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.